Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation, and the reported event of hazardous low flow conditions and the reversion to back up mode were confirmed in the log file. The returned system controller was connected to the power module pt cable, power module, and system monitor. The data log file was retrieved successfully. Per the log file, approximately 8 days of events were recorded. Hazardous low voltage conditions accompanied system support interruptions and the reversion to the back-up mode were captured. The system controller was connected the hmii test pump and system was operated at 9800 rpm's, the yellow wrench and red battery were activated on the power module. The black and white power cables were maneuvered at the connector end and hazardous alarms for low voltage as well as interruption in pump support occurred. The system controller was disconnected and removed for further evaluation. The outer insulation at the connector end of the black power cable was then removed in order to expose the inner conductors. The brown conductor was found to be severed and the yellow conductor was compromised. Also, the white power lead at the same location was observed and the brown conductor was significantly kinked. A review of the device history records revealed no deviations from manufacturing or qa specifications. A corrective action is currently been addressed through the manufacture's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was at home receiving a red light and yellow wrench on the power module controller went into back up mode. The system controller went into back up mode. The system controller was exchanged with no further issue reported.